Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 174 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 68-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 152 and 138 mg/dl. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 7/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(4). Customer educated of the product proper storage environmental conditions.